Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an immulite 1000 instrument. The discordant result was reported to the physician(s), who sent the patient to the hospital for further testing. The patient was redrawn, the new sample was tested on an alternate instrument within the hospital laboratory, and the new sample resulted lower. Another sample was obtained two hours later and was tested on the alternate instrument, and the sample also resulted lower than the initial sample result on the immulite 1000 instrument. The initial sample was then rerun on the immulite 1000 instrument and still resulted high. The initial sample was brought to the hospital and run on the alternate instrument, and the result matched the elevated results obtained on the immulite 1000 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The initial MDR 2247117-2013-00051 was filed on may 13, 2013. Upon further investigation this was concluded to be an issue with the immulite/immulite 1000 turbo troponin 1 assay. Additional information (10/24/14): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (B)(4) was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.

Manufacturer narrative:
The initial reporter contacted the siemens technical solutions center (tsc). Based on the information provided to the tsc specialist, an instrument malfunction was not discovered. The sample resulted the same on both the immulite 1000 and an alternate instrument, and the expected result was only obtained with a new sample from the patient. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.